Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: email.

Event description:
Customer reports 38 false positive faint lines. Unknown in symptomatic or asymptomatic. Report 2 of 38.